Manufacturer narrative:
The ge representative performed an on site investigation. The key was extracted from the on/off switch. The system was then found to be operating as intended.

Event description:
The customer reported, the key to the system broke off in the on/off switch. No report of patient injury.